Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle of universal cord was interrupted and weakened, component failure of the light guide bundle, light transmission problem, interference waves a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: event is caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had an insufficient image brightness, during a therapeutic laparoscopy. The procedure was completed with the same device. There were no reports of patient harm.